Manufacturer narrative:
Zimmer biomet complaint- (B)(6). Medical information: item #195216, lot #449880, vngd xp intlk fmrl lt 65mm, item #195754, lot #522650, vgxp xp inlk pri tib tray 69mm, item #195885, lot # 310090, vgxp xp e1 tib brg lm 10x71, item # 195815, lot # 310030, vgxp xp e1 tib brg ll 10x71, item # 184764, lot # 665730, series a pat std 31 3 peg. Therapy date: (B)(6) 2015. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history review found several additional complaints for pain that were investigated and it was determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Post-operative pain was reported. It was reported that the patient experiences pain with walking and with stairs. The patient reported being unable to perform usual activities, such as climbing up or down a flight of stairs, getting up from a low couch or a chair without arms, getting into or out of a car, kneeling and running. This information was reported during a follow up visit appointment.